Manufacturer narrative:
Manufactured january 27, 2016 ¿ january 28, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection found white drug residue on the blue winged cap but no sign of a leak. A leak test was performed with no leak noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into the storage bag. This was identified before use. There was no patient involvement. No additional information is available.